Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) to breath delivery unit (bdu) cable assembly as a precaution. The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator entered an inoperative condition. There is no report of the patient being transferred to another ventilator. There is no report of serious injury or death associated with this event.